Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial, that direct stenting was performed in the mid left anterior descending artery (lad) during the index procedure. Percutaneous coronary intervention (pti) was performed to treat in stent restenosis in the left main (lm) that was found during a repeat cardiac cath. This resolved in 2009. No additional event or patient information is available.

Manufacturer narrative:
Restenosis, as listed in the IFU, is a known adverse events associated with stenting, and is not necessarily an indication of a product quality deficiency. Restenosis and hospitalization are listed in the no fault risk assessment. There was no report of any product malfunction at the time of the stent implant. Reportedly, no pre-dilatation was performed during the index procedure. The IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent.